Manufacturer narrative:
The device was evaluated and the system failut did not recur. The device passed all testing and was returned to the customer. The safety risk and occurrence rate for this failure mode have been assessed and there is no pt safety risk associated with this fault. There was no pt injury reported for this incident.

Event description:
Reference imp # (B)(4).